Event description:
It was reported the monitor is blank, images are black, and images are missing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.